Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an esophagogastroduodenoscopy, the patient received multiple shocks and anti-tachycardia pacing (atp) therapy due to oversensing of noise from electrocautery. There was also pacing inhibition with longer durations due to the oversensing. It was noted that a magnet had been placed as a precaution for the electrocautery usage. The implantable cardioverter defibrillator's (ICD) memory and the other manufacturer's magnet were sent into boston scientific engineering for review. Engineering tested the magnet with a gauss meter and found that it exceeded the minimum requirements for magnetic field strength. Review of the ICD's memory found 61 recorded magnet applications. Engineering noted that the magnet may have been slipping off during the procedure. The ICD and rv lead remain in service and no adverse patient effects were reported.